Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, replaced the internal battery door due to physical damage, replaced the blower assembly, blower bellows, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination. The technician performed final test and the software was uploaded.